Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is partially separated, and the ptfe is still holding the two ends together. From the tip to 3.7cm from the tip is flattened. There are two other flat spots along the distal shaft at 9.6cm and 9.8cm from the tip. Microscopic inspection revealed no additional damages. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04oct2019. It was reported that the device could not cross the lesion. The 90% stenosed, 15mm x 4.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, device analysis revealed that there was partial collar separation.